Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that "something is wrong" with the device. The patient further reported having multiple episodes of atrial and ventricular tachycardia, continuing to feel symptomatic, and at times "drops to the floor". Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. Records indicate the device remains in use. No further patient complications were reported as a result of this event.